Event description:
According to the physician in november 2000, during an endoscopic procedure an ultraflex esophageal covered stent was implanted with success at an esophageal stricture level. A control fluoroscopy was perfomred at 3-4 weeks after the stent implantation without, up to now, clear elements on the pt's follow-up. 16 days later, at 5 weeks, the pt was complaining a dysphagia. On the x-rays performed, the physician understood that the stent presented a rupture and appeared to be broken into 2 pieces. So, the physician decided to send the pt for a surgical procedure. One piece of the stent (bottom part) with some fragments was removed by a surgical procedure and the other piece was left in place. Another ultraflex stent was implanted through the remaining stent part left in place. The pt's condition was satisfactory after the surgical and the new stent implantation procedure. There are further attempts in-process to obtain more details from the physician and awaiting return of the stent fragment sample. Upon receipt and completion of device eval, a supplemental report will be submitted.